Event description:
A baxter engineer reported a pump with a "bad battery." It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.